Event description:
It was reported that the needle test fired ok prior to use on the patient, however during the procedure the sheath failed to fire and did not cover the cutting edge. When the needle was removed from the patient's breast it ripped the breast tissue because of this fault. Consequence: tearing of the patient's breast tissue. No medical intervention has been reported, no complications for the patient. A 2nd biopsy was completed with no further issues to report.

Manufacturer narrative:
(B)(4). Investigation summary: the sample was not available for complaint analysis. Therefore, the reported condition could not be confirmed. A review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported condition. The complaint data was reviewed as well and the rate of this failure is 0.001 out of the units produced. The most probable root causes identified through the investigation are as follows: how the user places pressure on the device's "d" button. Incorrect alignment of the needles. In relation to the device's "d" button in the upper case of the achieve device, the stylet was not able to be charged, as it was determined that the "d" button may have placed pressure against the slider causing the failure. This could be caused by the assembly line personnel pushing the "d" button up and then down and/or receiving the component under this condition from the supplier. Action has been initiated involving the "d" button which triggers the stylet firing function. This component will be shortened, in order to relieve the pressure against the slider in the charged state. This will improve the misfiring condition that in certain circumstances is caused by excessive pressure from the "d" button to the stylet. Also, a modification of the instructions for use of this device will be performed in order to further detail how to fire this product. The applicable manufacturing personnel will also be retrained on the correct method of aligning the needles.